Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, a (B)(6) female child patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was 225 mg/dl at the time of the event. The infusion set had been used for two days on an average. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.